Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that there was burn damage to the plug on the fill valve of a fresenius dry acid mixer. Specifically, the plug appeared to be charred and a burning smell was observed. The issue was initially found during troubleshooting when the mixer would not fill during dissolution mode. There was no harm to any patients or individuals because of this malfunction. The biomed replaced the plug, fill valve, and the display board to resolve the burn damage and filling issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. Additional information was requested, however, to date a response has not been received. The complaint sample has not been returned to the manufacturer for a physical evaluation.